Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, mother reported, the infusion set cannula kinked and insulin leaked from underneath the infusion set adhesive. Pt is new to pump therapy and is attending on going training sessions. Pt experienced an elevated blood glucose of 28.9 mmol/l (520.19 mg/dl) on the morning of the report, and her normal blood glucose is 4.5-8 mmol/l (81-144 mg/dl;). Pt is spilling ketones. The infusion headset had been in use for 1 day; it is inserted manually and there were no problems or resistance during the insertion. Pt changed the infusion set and delivered insulin via pen to reduce her blood glucose. Pt switched to a different type of infusion set. The alleged infusion set was discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. Additional follow-up was attempted and this was not successful.